Event description:
It was reported to boston scientific corporation, that a corflo cubby low profile gastrostomy device was placed in 2008. According to the complainant, the following month, the product "came out" of the pt and it was noted that the balloon had ruptured. Reportedly, on the following day, another corflo cubby low profile gastrostomy device was used to replace this device. No pt complications were reported as a result of this event. The pt's condition was reported as "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.